Manufacturer narrative:
Alleged failure: unit power cycled during the case two times. Dr was able to complete the procedure with minimal down time. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Probable root causes could be a power surge or a bad connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit power cycled during the case two times. Dr was able to complete the procedure with minimal down time. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit power cycled during the case two times. Dr was able to complete the procedure with minimal down time. Therefore, there was loss of image.